Manufacturer narrative:
Date of death is estimated. Date of event is estimated. Date of implant is estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional xience device referenced is being filed under a separate medwatch report number. The additional adverse patient effects referenced are being filed under a separate medwatch report#.

Event description:
It was reported through a research article identifying xience prime and xience xpedition stents that may be related to the following: death, myocardial infraction, revascularization, coronary artery bypass surgery, transient ischemic attack, stroke, stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: five-year outcomes in patients with diabetes mellitus treated with biodegradable polymer sirolimus-eluting stents versus durable polymer everolimus-eluting stents.

Manufacturer narrative:
(B)(4).